Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Upon review of two separate transmissions, the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. Upon interrogation in clinic, inductive telemetry was established but not rf telemetry. No programming changes were made. The patient would continue to be monitored.